Event description:
Reportedly, due to ventricular noise oversensing, inappropriate shocks were delivered to the patient. The patient is hospitalized and recommendations are requested.preliminary analysis results revealed that the observed noise was most probably due to electromagnetic interferences (emi) and/or myopotentials. Recommendations to avoid exposure to interferences were sent on (B)(6) 2018.

Event description:
Reportedly, due to ventricular noise oversensing, inappropriate shocks were delivered to the patient. The patient is hospitalized and recommendations are requested. Preliminary analysis results revealed that the observed noise was most probably due to electromagnetic interferences (emi) and/or myopotentials. Recommendations to avoid exposure to interferences were sent on 21 march 2018.